Event description:
Following insertion of a left subclavian central line, resistance was met upon attempted removal of the guidewire. The guidewire yielded and a subsequent attempt at removal was successful. Upon examination, the guidewire was noted to be in one piece; however, split into a "y" and unraveled.